Event description:
As reported to coloplast though not verified, patient was implanted with coloplast altis mesh. Later the patient experienced dyspareunia and a removal of the mid urethral sling was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Manufacturer narrative:
This follow-up report provides additional verbiage to the event description.

Event description:
Patient's legal representative stated though not verified, patient was implanted with coloplast altis mesh. Later the patient experienced dyspareunia and a removal of the mid urethral sling was performed.